Manufacturer narrative:
Additional information: d9: return date: 19-oct-2023. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with severe damage. Visual inspection found the haptic broken and residue fibers on the lens. Dimensional and functional inspections were unable to be performed due to significant lens damage. Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.50/+5.0/092 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens but the problem was not resolved. The replacement lens had rotated and was unstable. See MFR. Report # 2023826-2023-03887 for replacement lens. The cause of the event was unknown.